Event description:
It was reported that patient was wheeling through kitchen and the front two casters collapsed on the trsx58fbf standard wheel chair and patient fell forward. Patient did not fall out of chair but sustained an injury to his leg.